Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 56743 and the data files were returned and analyzed. The data files showed at least 11 applications with the balloon catheter were performed on the event date. In the failure file, a system notice 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) was received on the event date. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 11 injections on the event date. The catheter failed the performance test because a 50005 system notice appeared during the integrity test. Dissection of the balloon catheter showed a kink on the guide wire lumen 1.343 inches from the tip of the catheter, and blood inside of the handle. Pressure testing showed a breach through the kink on the guide wire lumen at 1.343 inch from the tip. In conclusion, the balloon catheter failed the returned product inspection due to kinks and a breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.